Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing. A technical support specialist dialed into the station and confirmed it was in staging and not in disconnected mode and data synchronization logs confirmed active communication. Dialed into the server and verified station to server communication and was running. Patient records showed the patient had been discharged and contacted the customer to readmit the patient and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
T was reported that when using the bd pyxis¿ medstation¿ es, patient orders failed to cross over to the system. Due to this issue, the patient did not appear in the medsurg pyxis, and the user was unable to access or remove the required medications for the patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.